Event description:
It was reported that the pulse generator exhibited no output or telemetry. A bulge was noted on the device can. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis identified a high current drain and the battery was swollen. The excessive current was isolated to the hybrid. However, analysis on the hybrid did not find any anomaly.